Manufacturer narrative:
Device expiration date: unknown. Initial reporter address: (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd whitacre needle experienced missing depth marking/inappropriate graduations. The following information was provided by the initial reporter: 27g bd whitacre needles are with no conditions to be used. Needles are without their own guide. When it's used, several punctures are performed, and it's required to use the 25g needles. Due to that, it's increasing the headaches after spinal anesthesia.